Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00116890) and similar events were noted. A lot search in the global safety database was conducted on the reported lot (batch a00116910) and similar events were noted. Assessment by merz: no precise information was given on injection site and date as well as event onset date so that a local and temporal relationship can only be assumed. Product distribution issue (serious) is considered expected as nodule and device dislocation (serious) is expected based on the current valid ukrainian instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. In this case, the information is quite sparse and further event details on exact duration of events and corrective treatment performed are missing. Based on the wording, the events persisted and increased over time which is why conservatively a permanent damage cannot be excluded. Causality for the events is assessed as possibly related to the treatment with radiesse based on assumed local and temporal relationship. This case is considered serious with the serious events product distribution issue and device dislocation because a permanent damage cannot be excluded. Merz causality re-assessment due to follow up-information received on 27-feb-2025: the batch record review for radiesse, lot a00116890 and a00116910, contains nonconformance reports, corrective/preventive actions related to this lot, but none that would have contributed to this event. Based on the information provided, causality for the events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and device dislocation because a permanent damage cannot be excluded.

Event description:
Case description: this case was linked with cases (B)(4), referring to the same reporter. This report concerns one of an unknown number of patients for which no demographics were provided. This spontaneous report was received from an ukrainian health care professional and concerns a patient. The patient was injected with radiesse. Batch number was reported as a00116890 and a00116910. A lot search in the global safety database was conducted. After the radiesse injection, the patient experienced that radiesse accumulated and formed persistent lumps, particularly in the cheeks and neck area. It was reported that the product persisted and distributed abnormally. It did not dissolve as expected. Residual radiesse at the injection site did not dissolve, but, at the time of this report, seemed to increase in size over time, which led to unexpected complications. Persistent product migration was reported. Due to the provided information, the outcome of the events radiesse accumulated and formed persistent lump was considered as not resolved. The outcome of the event product migration was unknown. Follow-up information was received on 27-feb-2025: the batch record review was received and the lot number for radiesse was confirmed as a00116890 (expiry date: apr-2025) and a00116910 (expiry date: may-2025). Amendment was performed on 11-mar-2025: an amendment was performed to address the technical issue related to transmission failure of the case. Amendment was performed on 12-mar-2025: an amendment was performed to address the technical issue related to transmission failure of the case.